Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the all of the therapy electrodes. The patient had a metal allergy. The physician prescribed a steroid cream for the irritation and instructed the patient to remove the device occasionally to let his skin heal. The patient reported that the irritation was improving.